Event description:
A hospital in (B)(6) reported that the seal of the rt040 full face mask separated from the base during adjustment of the mask on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt040 mask was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the seal was partially separated from the mask base. Additionally, padding was found attached to the upper part of the mask and was likely placed there by the caregiver. Further inspection revealed that the seal glue had been applied correctly with a continuous bead of glue. Inspection of the seal that had not separated from the base indicated that the seal was inserted correctly into the base. A lot check was not performed as a lot number was not provided. Conclusion: we are unable to determine definitively the root cause of the separation. However, the separation may have occurred due to the manipulating of the mask when attaching the padding. Seal separation may also occur if excessive force is applied to the mask. The rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. The rt040 mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than (B)(4).